Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated the patient received a correction dose of insulin via the insulin pump, changed the infusion site and then provided an additional correction dose of insulin via the pump with the blood glucose level coming down to 250 mg/dl. Troubleshooting of the device was completed by animas customer technical support. Troubleshooting cleared the pump of any delivery inaccuracy as all basal and bolus deliveries were recorded as programmed; the basal delivery totals in the total daily doses do not match with the variation due to cartridge change and battery change. Troubleshooting identified training/misuse evidenced by the customer reusing the infusion sets and cartridges, which is against manufacturer¿s instructions for use and not responding to pump alarms in a timely manner. Troubleshooting also identified that diabetes management issues were also associated with the event. The patient was found to be miscounting carbohydrates, had a change in nutrition and had a change in activity level without having adjustments made to their insulin regimen. This complaint is being reported because the patient experience serious injury while on insulin pump therapy associated with training/misuse issues.